Manufacturer narrative:
Qn # (B)(4). A DHR review could not be conducted since the lot number was not provided. One unit of catalog number ca-000014-19 (nrfit non-stimulating snaplock) was received for analysis. It was observed the female luer tfx-001604 and the catherter insertion component tfx-000414 disassembled. Also, weld marks were observed on both components. Customer complaint is confirmed, the female luer tfx-001604 and the catherter insertion component tfx-000414 were found disassembled. However, it cannot be confirmed that such damage was originated during the manufacture of the fg since weld marks can be observed. That means that the weld process was properly performed. Therefore, no corrective action can be established. Nevertheless, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists.

Event description:
It was reported that the snaplock adaptor got disconnected from the catheter during an operation. It seemed that the snaplock adaptor got broken. The catheter and the adaptor were removed and replaced with a new kit to complete the procedure.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the snaplock adaptor got disconnected from the catheter during an operation. It seemed that the snaplock adaptor got broken. The catheter and the adaptor were removed and replaced with a new kit to complete the procedure.